Manufacturer narrative:
(B)(4). The reported event is confirmed as the returned device was fractured. The visual inspection of the tasp shows the device exhibits signs of repeated use ( nicked and gouged ) and has cracked on the medial side of the post. Previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have since been modified to prevent fracture. The root cause is attributed to the previously addressed design issue. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a total knee arthroplasty, the trial articular surface was found to be worn. There was no impact to the patient, as a result of the malfunction. Attempts have been made and no further information has been provided.